Event description:
Nurse reported the pump overinfused. The pump was set at 8 ml/hr, with a vtbi of 250 ml, infusing an unknown medication. The bag was almost empty after 3 hours. The pt had elevated blood pressure due to the overinfusion. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, pt injury, age of pt, or medication involved.